Manufacturer narrative:
The field service engineer found that the spring was missing from the holder. He replaced the spring, adjusted the gear pump pressure and main pump pressure, replaced the degasser tank, degasser, gear pump head, lamp, and cuvettes. He performed vertical and horizontal adjustment of reagent probes, adjustments to the gear pump and main pump, and adjustments to the rinse arm volume. A general reagent problem was excluded because calibration and quality control were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable triglycerides results from the cobas 8000 c702 module. One example was provided. The initial result was 300 mg/dl, and the repeat result was 50 mg/dl.

Manufacturer narrative:
The reagent lot number was 921497. The reagent expiration date was requested, but not provided. The investigation is ongoing.